Manufacturer narrative:
A new sample with questionable results was reported. On (B)(6) 2026, the initial result was 16 mol/l, and the repeated result was 8.9 mol/l. The field service representative replaced the sample needle and performed adjustments. He adjusted the ultrasonic mixer. The investigation is ongoing.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin direct results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 28.000 mol/l, and the repeated result was 4.800 mol/l.